Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon grew very long. Vascular access was obtained via the femoral artery. The target lesion was located in a severely calcified right coronary artery (rca). Following a 6f non-bsc guide catheter, predilation was performed using an unspecified balloon catheter. A 15mm x 3.25mm nc quantum apex balloon catheter was selected and advanced to postdilate the target lesion. The balloon was inflated more than once and upon an unknown inflation at 30 atmospheres, it was noticed on the film that the balloon grew very long and doubled at around 30mm long (or maybe longer) on the part of the balloon shoulder. The balloon was then removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.